Event description:
The following was alleged by the patient: the patient alleges that on (B)(6) 2009, she was implanted with a ventralex mesh during umbilical hernia repair. She alleges an uneventful post operative course, however, in (B)(6) 2013 she alleges developing severe abdominal pain, nausea, vomiting, and migraine headaches. She alleges that during an ER visit a CT scan showed the mesh was coming up on the left side. She alleges that she was given a referral for surgical consult, however to date has not followed up. She alleges taking pain medication and that she plans on finding on surgeon. As reported no intervention has taken place, however, based on the allegation there is potential for surgical intervention. Therefore, an MDR is filed to document this event.

Manufacturer narrative:
Based on the currently available information we are unable to determine to what extent, if any, a bard device may have caused or contributed to the events as alleged. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. The patient reports that she is trying to obtain her medical records for product identification. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.